Manufacturer narrative:
Mum stent, metalic expandable, duodenal.

Event description:
Ge et al 2020 (evo-d) ¿ ¿eus-guided gastroenterostomy versus enteral stent placement for palliation of malignant gastric outlet obstruction¿. The procedure was performed using a therapeutic gastroscope (gif-xtq160; olympus america, center valley, pa). Once the area of stenosis was reached endoscopically, a standard cannula (tandem xl; boston scientific, marlborough, ma) with 0.035 inch guidewire was advanced across the obstruction. Contrast was injected to delineate the length of the stenosis. An appropriately sized uncovered metal duodenal stent (wallflex duodenal; boston scientific, or evolution; cook medical, bloomington, in) was then deployed under direct endoscopic and fluoroscopic guidance across the stenosis." Stent obstruction (7.2% of 97).